Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
Information identified by the manufacturer indicated the patient died four months after implant of the implantable cardiac defibrillator (ICD) and lead. Cause of death is listed as non-sudden cardiac death and not device related.